Manufacturer narrative:
Updated grids and investigation.

Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator monitor indicating that the device was not displaying the heartrate on the EKG while in avl bypass mode. The device was not in use at the time of the alleged malfunction. No patient or user harm has been reported. Remote support was provided. The rse informed the user that avl bypass does not detect a very strong signal and it would be better to operate in bypass 2, 3, or 4. Service was unresponsive to attempts at gathering additional information. The device was not available for additional investigation. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed and while no patient or user harm was reported, reoccurrence of this failure mode during clinical use may cause or contribute to a death or serious injury. Therefore, this is considered a reportable malfunction. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device was reading no heart rate on the avl curve, it causes an alarm.